Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was unknown at the time of the incident and current blood glucose was not given. The customer was assisted with troubleshooting but failed battery alarm occurred again. Customer advised to discontinue use of insulin pump and revert to back up plan. Customer will returned device for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.